Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. Customer's blood glucose level was 488 mg/dl at time of incident and when admitted to hospital it was 321 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with intravenous insulin. Customer reported that the self test and displacement test was passed. The insulin pump will not be returned for analysis.